Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: sep 24, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the device was received. Visual inspection of the complaint handpiece reveal that it was received coated in dried viscoelastic residue throughout the outside surface. The plunger rod was not advanced. Viscoelastic residue was observed throughout the cartridge; no issues were identified with the cartridge and cartridge tip. The lens module was opened and inspected revealing no issues; however, viscoelastic residue was identified. Device assembly was inspected and no issues were identified; however, viscoelastic residue was identified below the lens module indicating that an excess amount of ovd may have been used which could contribute to the complaint issue. Plunger rod advancement was inspected and no resistance was felt. The lens was observed to be stuck in the cartridge. The lens was removed from the cartridge revealing that it was torn at the haptic optic junction; the torn piece was stuck on the lens. The lens was cleaned and inspected revealing no further issues. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient information: unknown/not provided. If implanted, give date: not applicable. There's no indication the lens was implanted. If explanted, give date: not applicable. There's no indication the lens was implanted. Therefore, not explanted. Telephone number: (B)(6) entering the telephone number as the field only takes the us format. Device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic on the johnson and johnson (jnj) intraocular lens (iol) came out. When injecting the iol, the first haptic came out and the iol remained in the injector. The defect caused delays but without any damage. No further information was provided.